Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional contact office: (B)(4).

Manufacturer narrative:
Conclusion: retained samples were retrieved for evaluation. Visual inspection was performed for attribute defects and no defects were observed. Functional inspection was performed for sterility and the samples met the specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient developed an ssi. Additional information was requested.